Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the epidural tubing was found leaking at an unspecified location during a bupivicaine and fentyl infusion that had been infusing for less than 24 hours. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak at an unknown location in the pca tubing was not confirmed. Visual inspection did not reveal any discernible damage or abnormalities with the set. Functional testing resulted in no leaking. The root cause was not determined.